Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 234mg/dl. The expected fasting blood glucose test result range is 108-172mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer fasting and produced test results of 160 and 152mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 204mg/dl (B)(6) 2017 04:10 pm fasting: yes, the 234mg/dl (B)(6) 2017 09:30 am fasting: yes. Customer's hga1c- 6.8. Customer has not had any changes in medication, diet or exercise.